Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Pump received with cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump had crack. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.